Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device became unresponsive at the touchscreen during a supply change and would not progress past the ¿saw drops¿ confirmation, resulting in the patient discontinuing ilet use, recording blood glucose readings around 488¿500 mg/dl, and self-administering 15 units of subcutaneous rapid-acting insulin while on the call; the patient uses dexcom g7, had no symptoms at the time of the high reading, reported significant recent weight loss, and was advised to seek emergency care and provided a ketone action plan. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication administration and a serious illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with unresponsive input controls, with the touchscreen identified as the affected device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.